Event description:
Information was received from a patient regarding an implanted infusion pump for intractable spasticity. The pump was used to deliver unknown baclofen. It was reported that the patient's device "won't let them bolus". A red "system error, system has encountered an unexpected error" message occurred. At first, the patient was unable to close all applications. Patient services had the patient restart the handset and the patient was then able to close all applications. Patient services had the patient attempt to their pump and the patient mentioned the screen had the "communication resync". Patient services also advised the patient to make adjustments on the position of the communicator. The patient got the "retrieving" screen and, when it was taking a while, the patient mentioned that they did not have time to continue with the troubleshooting steps because of a physical therapy appointment. The patient wanted to know if they were still getting the medication. Patient services reviewed information with the patient. The patient expressed frustration and stated that they needed to go to an appointment. Patient services suspected that the patient was experiencing a connection lag issue but the patient did not want to close the application and delete data storage. The patient continued to connect and at some point mentioned that they got the bolus screen. Patient services offered again to delete storage but the patient did not want to. Patient services redirected the patient to their managing healthcare provider (hcp) if they were concerns with the medication.

Manufacturer narrative:
Continuation of d10: product ID: a820 lot# serial# unknown, product type: software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.